Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years and 2 months due to calcification and stenosis. Based on our follow-up, the hcp noted 'calcified and restricted leaflet opening'. Per the operative report, the mitral (subject) valve was assessed, revealing a calcified bioprosthetic valve with restricted leaflet opening. The valve, sutures, and pledgets were removed. A 25mm edwards valve was tied into place. The patient was weaned from cardiopulmonary bypass. Tee confirmed absence of mitral regurgitation.

Manufacturer narrative:
"Restricted leaflet opening." Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be investigated, the stenosis and restricted leaflet opening is likely due to the calcification noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.